Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a low blood glucose notification that became frozen on the pump screen and customer was unable to clear the notification. The customer reported an elevated blood glucose (bg) level of 303 (mg/dl). During troubleshooting with tandem technical support, the reminder was able to be cleared and the customer delivered a correction bolus to stabilize bg level.